Event description:
While attempting a PICC line exchange, the peripherally inserted catheter slipped into the proximal portion in the left basilic vein. Using a left internal jugular vein approach the PICC line was retrieved via snare technique without complication. The entire PICC catheter was retrieved intact. Physician reported that PICC catheter was "springy" and "rubbery".